Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was priming. The customer's spouse also reported that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test and prime test due to loose protruded drive support disk also, with intermittent button response due to moisture damage on keypad traces. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. However, the insulin pump passed the stop current test, run current test and displacement test. The insulin pump had cracked case at the display window corner, broken reservoir tube lip, minor scratched display window and missing the end cap sticker.